Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the angulation wires were worn, the up/down knob was damaged and lost water tightness, the adhesive around the light guide lens and the objective lens was peeled, switch 1 had a cut, the paint on the suction cylinder and air/water cylinder was peeled, there were scratches on the switch box, the camera cover, the connecting tube, the protector of the universal cord on the scope connector side, the image guide protector, and the universal cord, the control unit was dirty, the nozzle water removal function was insufficient, the adhesive on the protective coating of the bending portion of the device was cloudy, chipped, and cracked, the up/down knob was out of standard value, the universal cord had a wrinkle, the scope cover was shaved, and the grip was shaved. The customer provided information regarding cleaning steps. The device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unknown when the foreign material adhered to the nozzle. There is a chance there was a 10-minute delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water, and there were no abnormalities with the accessories used for reprocessing. The nozzle was wiped or brushed with gauze, a brush, or a sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had reduced angulation functions. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle and on the control section of the scope which constitutes a reportable malfunction. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the customer¿s response, reprocessing was conducted in accordance with instructions for use. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.